Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. On (B)(6) 2010, the device failed the weekly self test because of a low battery. The device remained in fault mode until (B)(6) 2011. A new pad-pak was inserted on this date and operated successfully until (B)(6) 2011. On (B)(6) 2011, the device failed due to a low battery and remained in fault mode until (B)(6) 2012. A new pad-pak was again inserted on this date and the device operated until (B)(6) 2012. The device failed again on (B)(6) 2012 for a low battery. The problem with the device was attributed to a fault in the membrane. There is also evidence the device was being inadequately stored and exposed to adverse environmental conditions. Exposure of the device to extremely low temperatures is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.